Event description:
It was reported that a user experienced a temporary loss of dexcom g7 continuous glucose monitor (cgm) glucose readings, which resolved when speaking with an agent, with signal loss noted to the ilet only and no alerts or alarms reported. No adverse clinical symptoms reported. Outcomes included no injury and no need for medical intervention. User support included troubleshooting and user education regarding sensor signal and connectivity. Investigation of this case revealed transient sensor-to-receiver communication interruption without confirmed device malfunction, and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-environment or connectivity-related factors.

Manufacturer narrative:
Initial.